Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. The customer informed that main electronics will be provided if they agree to send the faulty main electronics for further investigation. If additional information is received, a supplemental report will be submitted.

Event description:
The customer reported while using the bellavista 1000, the unit screen froze during normal testing, and at the same time it stopped ventilation. But after the restart the problem disappeared. Logs reviewed and its shows no record of start up. The customer also reported that there is no patient associated with the event.